Manufacturer narrative:
Updated data: a1 b5 h6 medtronic received additional information that changed the event description and device relatedness of this previously reported event. There is no evidence to suggest the device caused or contributed to a death or serious injury. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve procedure, when the packaging of the compression loading system (cls) was opened, the device fell on the floor causing it to be contaminated. Subsequently a new cls was used.

Manufacturer narrative:
Continuation of d10: product ID {{d-evprop23-29}}; product lot/serial number {{(B)(6)}}; product type: {{1095 heart valves}}; implant date {{na}}; explant date {{na}} product ID {{evproplus-29}}; product lot/serial number {{(B)(6)}}; product type: {{1095 heart valves}}; implant date {{na}}; explant date {{na}} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve replacement (tavr) procedure, the compression loading system (cls) was contaminated. No patient complications have been reported as a result of this event.